Event description:
Dr performed a sinus procedure on pt. After dr concluded procedure, he noticed a very small burn on the edge of the outside surface of the child's nose. Burn was treated with ointment; no other treatment was necessary. There was no adverse effect on pt other than the slight burn. Pt condition post-op was reported to be good.